Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient was pre-operatively diagnosed with latrogenic flat back and underwent the following procedures: posterior hardware removal at l3-l4. Exploration of posterior fusion mass from t11 through s1. Takedown pseudoarthrosis l5-s1. Posterior interbody discectomy at l5-s1. Posterior interbody fusion at l5-s1. Posterior interbody instrumentation at l5-s1. Pedicle subtraction osteotomy of l3. Complete laminectomy of l3. Resection of lateral bone mass at l3. Posterior interbody fusion at l2-l3. Posterior interbody instrumentation at l2-l3. Posterior spinal fusion from t10 through l4 and l5 through s1. Posterior spinal instrumentation t10 through s1. Local autogenous bone graft and rhbmp-2/acs. Somatosensory and motor evoked potentials were observed throughout the procedure. As per the op notes: ¿ we then packed bone graft into the anterior aspect of the disk space at l5-s1 and then placed rhbmp-2/acs into a 13 mm tall by 13 mm diameter interbody cage, which was tampered into the disk space as well, followed further by bone graft. We filled the disk space with bone graft, interbody cage and rhbmp-2/acs, and then worked proximally up to the l2-l3 level. The cage was 8 mm in height by 10 mm in diameter and was passed with rhbmp-2/acs. It was placed into the very anterior aspect of the disk space at l2-l3.¿ on (B)(6) 2014: the patient was pre-operatively diagnosed with: c3-4 disc herniation. C3-c6 stenosis and underwent the following procedure: c3-c4 anterior cervical discectomy and fusion. C3-6 laminoplasty.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.